Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, the insulin gauge was fluctuating and the customer had to perform the fill tubing process multiple times. Customer's blood glucose level was approximately 251 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.